Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0030 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer complained that the catheter was pulled out even with a gentle force after it was attached to an extension tube in the middle of catheter advancement.